Manufacturer narrative:
An event regarding a dall miles single sided tensioner failing to disassemble for cleaning purposes was reported. The event was confirmed. Visual inspection was performed on the returned device and confirmed that the device has been used, cleaned multiple times, and would not disassemble by hand. Internal components were determined to have corroded. Functional inspection was performed using a vitallium cable. Initially the tensioner would not lock onto the cable; however, after properly lubricating the device, the tensioner locked onto the cable. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot ID. The investigation concluded that despite the failure of the device to disassemble by hand, the tensioner could be disassembled with the assistance of vice grips and was still functional. The corrosion noted on the internal components is likely from the repetitive cleaning cycles of the device after each use. No manufacturing defects were identified during the investigation.

Event description:
It was reported that the one sided cable tensioner can't be opened. Therefore the cable can't be tauten. A back up was available.

Manufacturer narrative:
When completed, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that the one sided cable tensioner can't be opened. Therefore the cable can't be tauten. A back up was available.